Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver did not pass a routine system check test because the internal emergency battery did not work, even though the driver had been charged on a hosp cart for 36 hrs and on a caddy for 24 hrs. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.